Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a flat crease. A leak test and microscopic analysis were performed which identified no leakage of the device, and observed a void greater than 1 mm in the non-textured, valve-to shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is no issues found related with the manufacturing process additional, corrected, and/or changed data: d.10, g.1, h.3, h.6.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.